Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a non-functioning valve was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18fr trifunnel replacement gastrostomy tube. Usage residues were observed throughout the sample. Inspection of the halkey-roberts valve revealed the inner piston valve to be off center within the valve housing. The sample was received with a 20ml slip-fit style syringe. An attempt to infuse through the sample using a 25ml syringe revealed that the drug and feeding ports were patent to infusion with no observed leaks. Infusion through the halkey-roberts valve filled the inner balloon bolster with no observed leaks; however, removal of the syringe revealed that the valve leaked and caused unintentional emptying of the inner balloon bolster. Microscopic inspection of the halkey-roberts valve confirmed that the inner piston valve was off center within the valve housing. The valve exhibited mechanical damage on the visible portion of the piston valve. The valve malfunction was caused by the observed displacement of the piston valve. This type of valve damage can occur when the user inserts a male slip-fit syringe into the halkey-roberts valve with excessive force. The presence of usage residue suggested that the valve damage occurred during use. The mechanical damage appeared consistent with attempts to return the piston to the correct position using an instrument(s). A lot history review (lhr) of ngzj3653 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the cuff valve did not close after inflation. No other information was provided. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of ngzj3653 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that the cuff valve did not close after inflation. No other information was provided. No patient harm reported.